Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported leak was unable to be determined. The reported air embolism was likely a cascading effect of the reported leak. The reported EKG/ECG changes and hypotension were cascading effects of the reported air embolism. The reported patient effects of air embolism, EKG/ECG changes, and hypotention, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet, and pre-existing posterior flail. A mitraclip xtw was inserted and successfully implanted. To further reduce mr, a second clip, a mitraclip xtw clip delivery system (cds), was inserted and steered down to the mitral valve. However, air was observed in the steerable guide catheter (sgc), requiring aspiration. The blood pressure suddenly dropped, and the heart rate decreased. Under echocardiography, the clip was returned to its starting position. Air was then detected in the patient anatomy and could be seen as a st segment elevation on electrocardiogram (ECG). The cds was then steered back to the starting position after cds insertion. The sgc and the cds were then immediately removed from the stabilizer and brought below cardiac level. Aspiration was then performed with a syringe to remove the air. The patient required resuscitation, and after about 1-2 minutes, the cardiovascular system stabilized. It was noted that the physician suspected that air must have been entering the sgc via the clip introducer. Therefore, the clip was removed from the patient. A right heart catheterization was then performed but yielded no findings. The patient¿s circulation was stable. A third clip, a mitraclip xtw, was then implanted without issues. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. It was noted that post procedure, the patient was breathing independently, awake, and neurologically unremarkable.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet, and pre-existing posterior flail. A mitraclip xtw was inserted and successfully implanted. To further reduce mr, a second clip, a mitraclip xtw, was inserted and steered down to the mitral valve. However, the blood pressure suddenly dropped, and the heart rate decreased. Under echocardiography, the clip was returned to its starting position. A st segment elevation was detected on electrocardiogram (ECG), and air was observed in the steerable guide catheter (sgc). The sgc was then immediately removed from the stabilizer and brought below cardiac level. Aspiration was then performed with a syringe to remove the air. The patient required resuscitation, and after about 1-2 minutes, the cardiovascular system stabilized. It was noted that the physician suspected that air must have been entering the sgc via the clip introducer. Therefore, the clip was removed from the patient. A right heart catheterization was then performed but yielded no findings. The patient¿s circulation was stable. A third clip, a mitraclip xtw, was then implanted without issues. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. It was noted that post procedure, the patient was breathing independently, awake, and neurologically unremarkable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.